Event description:
It was reported that the insulin pump alarmed no delivery multiple time. The customer's blood glucose was 25.0 mmol/l, which was treated with manual injection. The customer was not hospitalized. The customer stated that the no delivery alarm was resolved by a complete set change of reservoir and infusion set, hence, no troubleshooting was performed and the cause of the alarm could not be determined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).